Event description:
Boston scientific received information that this patient's home monitoring system detected a low, out-of-range (oor), shock impedance for this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system. On the date the oor value was detected a health care professional (hcp) called from a hospital and inquired about magnet use for this patient's device during surgery. Additional information was received from the field representative that the patient was evaluated by his following clinic, and the device check was normal with no issues identified. The field representative had no further information related to the procedure that may have been done on the day the low shock impedance was detected. At this time, normal follow-up was planned. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Approximately five years later this device was explanted for an unrelated issue.